Event description:
It was reported that the patients lead had migrated resulting in inadequate and loss of coverage of pain areas. The patient underwent a spinal cord stimulator (scs) revision procedure wherein everything was replaced. The patient was doing well postoperatively. The explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).